Event description:
Writer went to give breaks in cataract cases. Writer was starting to prep patient with the supplied sterile cataract alcon prep kit. It was quickly noted that a sharp metal open ring was between the gauze. The gauze had the paper wrap around it. One gauze had been used to catch, at the side of patients face, betadine from the initial drops placed in the patient's surgical eye. Writer informed the surgeon as well as the circulators in the room. Everything in the prep kit was discarded. The metal object was placed in a specimen container. New supplies were obtained, and the prep and procedure continued.